Manufacturer narrative:
Additional information was added: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system y-type blood/solution set leaked due to fractured tubing at the bottom of the drip chamber. This issue was noted during priming or shortly afterward before connecting to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.